Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "the following precautions to avoid the possibility of drain damage or breakage. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of intermittent knee pain, postoperatively after a total knee replacement. The total knee replacement was done on (B)(6) 2015 with the patient being discharged on (B)(6) 2015. An x-ray in the surgeons' office revealed a retained piece of hemovac drain. On (B)(6) 2015 in an operative room, lists a diagnosis of retained foreign body in right knee with findings of intact piece of hemovac drain within the suprapatellar pouch attached to superior extensor mechanism. The location of break is a partial break at the holes. It is a jagged tear.